Event description:
It was reported that, patient did not experience any problems at first. However, patient began experiencing pain in (B)(6) of 2011. It bothered him so much that he had xrays taken but they were normal. Also, he continues with physical therapy but the pain is getting worse and the therapy is not helping. He is currently on percocet to control his pain. He had a follow up visit with his doctor yesterday and it was determined that he will need a bone scan and further blood tests.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.